Event description:
During treatment, after sonication 81 was stopped and the mr performed a new prescan, the thermal spot in sonication 82 appeared to be 8 mm inferior to its predicted location. This was repeated also in sonication 83. After the operator forced a new prescan and in the next sonication, the location of the spot was back to where it should be.

Manufacturer narrative:
Mr frequency shift temporarily impacted image display in a way that could have been misleading. The exablate 2000 performs according to it's specifications. The mr frequency shift provided misleading data to the exablate 2000. No patient injury occurred. If the observed event were to recur, the likelihood of serious injury or death is mitigated by device labeling. Out of an abundance of caution, the company has elected to report the event. The company will introduce a minor software change that will notify the user not to adjust when the central mr frequency has changed.